Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG falloff test. Upon evaluation, the ECG c and d cable was pulled from strain relief, damaging the cable's blue (+5v) wire inside of the dn. The root cause of the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.